Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (as high as 325 mg/dl) and corrective boluses were delivered to address the bg level. The customer suspected the high bg to be related to a fever; however, was not sure if the pump was working as boluses were delivered to address the bg and the high bg continued. The pump supplies were changed multiple times. As the supplies had been changed, tandem technical support was unable to troubleshoot to determine a possible cause for the past high bg events.